Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received three inappropriate shocks and anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed device data. No additional adverse patient effects were reported. Currently, the device remains in service.